Event description:
Device 2 of 4. Reference MFR. Reports: 1627487-2013-06256, 1627487-2013-06258, and 1627487-2013-06259. The pt has two systems implanted. It was reported the pt stated she experiences a burning sensation when charging her ipgs. The pt also stated the ipgs will not hold a charge. An sjm rep contacted the pt and advised her to arrange to meet with her local rep to troubleshoot her systems and exchange her ipgs charger with a new low energy charger. The pt refused to meet with any sjm rep and stated she is going to have the sys explanted. Surgical intervention is pending to address the issue. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction/removal reporting # 1627487-12192011-003-r and 1627487-05242011-002-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.